Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon was not able to pass through the calcified, 99% stenotic lesion in the distal circumflex (cx) coronary artery. It was further reported that it took approx 1 hr to attempt to cross this lesion but the maverick2 monorail ptca catheter was tangled with the wire. The physician strongly pulled the maverick2 monorail ptca catheter and the monorail lumen of the device was stretched. This device was successfully removed. The procedure was successfully completed with another of the same device. No pt injuries or complicatoins were reported. Pt status is reported as 'good'.